Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 500s mg/dl. The customer stated that he treated his high readings and felt absolutely fine. The customer stated that had also had issues with the sensor but it is currently working fine. The customer declined to troubleshoot for high readings.